Manufacturer narrative:
B3: date of event is unknown. Additional information will be provided if available. The device was returned to olympus. Based on the results of the investigation through complaint information, inappropriate material is a possible cause of the failure. The most probable cause of the foreign material remaining in the device was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated that the j-tube and the j-tube of the control unit presented with foreign objects. There was no patient involvement.